Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had not felt stimulation for approx one week. Further follow-up revealed that the pt had fallen, but did not fall on their chest. Review of x-rays revealed an apparent lead discontinuity close to the tie down. The pt is scheduled for revision surgery.